Event description:
It was reported that the patient with this unspecified cardiac resynchronization therapy defibrillator (crt-d) presented for a follow up, upon examination it was noted that the device was not able to be interrogated. The patient reported feeling multiple shocks. Further attempts were made to interrogate this device and it was not possible. Present information indicates this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith was not able to be performed as there is no listed contact to reach out in the medwatch report. Because the product and patient information is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.